Event description:
Consumer called to report calling the paramedics for assistance after passing out. Thinks he has been dosing inaccurately.

Manufacturer narrative:
Awaiting product return to conduct quality investigation.